Manufacturer narrative:
H11: corrected information in h6 (health effect - impact code).

Manufacturer narrative:
H10: internal complaint reference (B)(4). Article: ye, y., wang, z., & xu, z. (2015). Analysis of the causes of postoperative delayed hemorrhage of low temperature plasma tonsillectomy in children. Lin chuang ER bi yan hou tou jing wai ke za zhi= journal of clinical otorhinolaryngology, head, and neck surgery, 29(6), 528-531. H3, h6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review analysis of the causes of postoperative delayed hemorrhage after coblation assisted tonsillectomy in children based on surgery video, 1 patient had a delayed bleeding related with exposed small blood vessels at the dorsal membrane of the tonsils after a tonsillectomy procedure using a evac 70 coblation wand. Patient bleed three different times. The first two bleeding episodes could be stopped by local compression with clots and adrenaline saline gauze balls. The third bleeding episode showed significant vascular surging bleeding at the right tonsil fossa, with a large volume of about 60-80ml. Moreover, the patient experienced multiple bleeding, resulting in low hemoglobin levels. The patient underwent a second general anesthesia surgery to stop the bleeding, anterior and posterior arch muscle layer suture for hemostasis was performed, and there was no further bleeding after the surgery. No further information is available. Patient outcome is unknown.